Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "a post icl patient, who vision is good, pressure is good, but is concerned about the angles being narrow compared to pre-surgery."

Manufacturer narrative:
D4 (experiation date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. (B)(4).

Manufacturer narrative:
H6-health effect- clinical code: "4581- narrow angles" should be added. B5- the reporter indicated that an implantable collamer lens was implanted into the patient's eye. The patient experienced narrow angles. Reportedly "post icl patient, vision is good, pressure is good, but he is concerned about the angles being narrow compared to pre surgery". The lens remains implanted. Claim# (B)(4).